Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inhibition of pacing was noted. Review of the session records revealed noise and unstable sensing values on the atrial and right ventricular (rv) lead. Rv sensing decreased significantly. The device was successfully reprogrammed by increasing the ventricular sensitivity to resolve the issue. The patient¿s condition was stable. Related manufacturer reference number: 2017865-2017-02218.